Event description:
According to the customer, on (B)(6) 2025 the device was reported as "malfunctioning" and that he is "not able to finish neb treatments" of "duo-neb medication (iprat-albuterol)." The customer reported that when turning on the device, "it will stay on for a minute or less and then shuts off."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the device was reported as "malfunctioning" and that he is "not able to finish neb treatments" of "duo-neb medication (iprat-albuterol)." The customer reported that when turning on the device, "it will stay on for a minute or less and then shuts off." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.